Manufacturer narrative:
Initially it was reported under the 3500a initial: catheter leaks. During the procedure, fluid (saline solution) escaped from an unintended location of the catheter (handle, luer hub or shaft). A second device was used to complete the procedure. There was no adverse event reported on patient. A video was provided of the sheath. Additional information was requested to clarify event stating the catheter leaks as the device in the complaint file was reported as a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, video provided was of sheath and response received was regarding a sheath. Additional information was received on 21-nov-2022. The problem was related to the reported carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small not the catheter. Additional clarification was received on 02-dec-2022 on the event originally reported. The event should state: leakage issue. During the procedure, fluid (saline solution) escaped from an unintentional part (handle or luer hub) of the device (sheath). A second device was used to complete the operation. There was no adverse event reported on patient. The bwi product analysis lab received the device for evaluation on 02-dec-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. Initially it was reported that there was a leakage issue. During the procedure, fluid (saline solution) escaped from an unintentional part (handle or luer hub) of the device (sheath). A second device was used to complete the operation. There was no adverse event reported on patient. A video was provided of the sheath. Additional information was received. Hemostatic valve was the section that broke/separated. It was unknown if the hemostasis valve (gasket) dislodged inside or outside the hub or if the brim cap/hub detached from the sheath. The sheath was not used on the patient and air did not enter the patient¿s body. The device evaluation was completed on 28-dec-2022. The carto vizigo sheath product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The video investigation was completed on 20-nov-2022. A video was received for evaluation following biosense webster's procedures. According to the video provided by the customer, a leakage was observed at the hub section. Also, the hemostatic valve was dislodged inside the hub component. This issue could be related to the leakage condition observed on the device and could be the result of an incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed based on the video received. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. Initially it was reported catheter leaks. During the procedure, fluid (saline solution) escaped from an unintended location of the catheter (handle, luer hub or shaft). A second device was used to complete the procedure. There was no adverse event reported on patient. A video was provided of the sheath. Additional information was received. Hemostatic valve was the section that broke/separated. It was unknown if the hemostasis valve (gasket) dislodged inside or outside the hub or if the brim cap/hub detached from the sheath. The sheath was not used on the patient and air did not enter the patient¿s body. Additional information was requested to clarify event stating the catheter leaks as the device in the complaint file was reported as a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, video provided was of sheath and response received was regarding a sheath. However, no further information has been made available. With the information available, the event was assessed as MDR reportable for a hemostatic valve separation issue under the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small.